Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: grey. Battery life remaining: <n/a. The injection screw was not bent. There is great resistance when the injection screw is being extended but it does retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue.

Event description:
The customer reported via phone call that the cartridges did not fit in her insulin pen. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.